Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry will not respond to any commands from the pendant when around the patient. The site did not notice any sounds from the system when hitting the gantry open button. The site reported that the system functioned as expected until after the spin, that is when they manually opened the gantry. The site did not know if they used the yellow button before using the wrench. The site was not around the system to troubleshoot further to see if a reboot would resolve the issue. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that upon arrival, the door had been man ually opened after it quit responding to pendant commands. The gantry would not dock and the door could not be closed by pressing the pendant buttons. The door was manually closed and the door sensor was adjusted. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000166. H6: img code updated to g03012 to accurately reflect the concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.